Event description:
The customer reported the subject device had a pinhole in the bending section cover. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling from the objective lens).

Manufacturer narrative:
In addition to the adhesive peeling off due to handling, service confirmed the device was leaking due to holes in the bending section cover that were caused by external factors. Service also found there was a white dot on the displayed image, and the adhesive on the bending section cover was chipped. There was leakage due to holes in the video cable, and a leakage from the control section, caused by external factors. The video connector was cracked, and the light guide connector was deformed. Scratches were observed on the right/left plate, the grip, switch button #1, the video connector, the light guide connector, and the video connector due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.